Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir popped out of its space. A revision surgery was performed to remove and replace it with a new one. No patient complications were reported.